Event description:
According to the reporter: the plastic bag and metal portion of bag detached from the handle. Gathered all pieces of product and opened a new endo catch.

Manufacturer narrative:
(B)(4).